Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported undetected upstream occlusion and was unable to be reproduced during evaluation. The ultrasonic sensor readings were found to be within specification and the device was found to detect upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected upstream occlusion. There was no patient involvement associated with this event. No additional information is available.